Event description:
It is reported that the lens was explanted as patient reportedly did not like the multifocal rings and experienced unintended hyperopia status post lasik. It was the doctor''s opinion regarding the relationship of event to product was not related. No patient injury was reported.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.